Event description:
It was reported that a confirmation was made that the pump had flipped. X-rays were performed. The physician performed a pocket revision for this patient and cerebrospinal flow (csf) was confirmed during the pocket revision. The issue was reported as resolved but the cause was not determined. The pump and catheter remain implanted and in-service. The patient¿s status at the time of the event and if there were symptoms was unknown. It was unknown what medication this device system delivered at the time of the event. The patient was doing well after the procedure. No further information was available at this time. Additional information including patient symptoms, reason for flip, and medications delivered at the time of the event were further requested. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type: catheter. (B)(4).